Event description:
The manufacturer received information alleging a ventilator was alarming for a "low circuit leak" condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The cause is currently being investigated. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for an allegation a ventilator was alarming for a "low circuit leak" condition. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was recalibrated to address the issue.